Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 429 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the reservoir was stuck in the insulin pump. The customer sent the product back for analysis